Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages, and gel leak) has been confirmed. Upon investigation the electrode belt was displaying add gel messages and deployed gel out of the rear 1 therapy electrode. The cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the pulse wire solder connection in the dn and damaging gel fire wires in the cable and causing the rear 1 therapy electrode to deploy gel. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a gel leak and was receiving add gel messages.